Event description:
It was reported that during surgery for total hip replacement the surgeon was seating the cancellous screw when the tip of universal driver shaft broke and the tip remained in the screw. The surgeon was unable to remove the broken tip or the screw.